Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the patient experienced a small perforation resulting in a pericardial effusion. The physician finished implanting the system and decided to extend the patient's hospital stay for further monitoring until the pericardial effusion resolved itself. No invasive action was needed and the system remains implanted and in service. No additional patient consequences were reported.